Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced left corporal regression, and that the device was hard to pump. Upon revision, it was noted that the tubing was pinched by the capsule around the pump, and the pump had migrated higher than originally implanted due to contraction. Therefore, the existing ipp was removed and replaced. No further patient complications were reported.